Event description:
A report was received that a pt was explanted due to an infection. The pt is reportedly, doing well after the explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn for evaluation because they were discarded by the medical facility.